Manufacturer narrative:
(B)(4). The reported condition was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure. It is unknown when this condition occurred. This condition may have had the potential to interrupt delivery. According to the hospital representative the patient was not involved. No patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.09.90 which is categorized as remediated. No additional information is available.